Event description:
It was reported that during a da vinci-assisted surgical procedure, the knife head on the harmonic ace instrument fractured. A fragment fell and was retrieved from the patient's anatomy during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument to perform failure analysis. A review of the provided image was performed which showed a broken curved blade at the distal end of the harmonic ace.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.400" x 0.083" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter who confirmed that the harmonic ace instrument was inspected prior to use and showed no visible damage. However, during the surgery, the surgeon noticed that the instrument was cutting slowly. It is unknown how long the instrument had been in use before the issue occurred. The harmonic ace instrument did not collide with any other instruments or hard materials during the procedure, but fragments did fall inside the patient. Upon final removal, the instrument's wrist was straightened, and no resistance was felt through the cannula, nor was there any damage to the cannula observed. All fragments were retrieved using an endoscope, and no additional surgical procedure was required to remove them. It is unknown if post-operative tests like an x-ray or ultrasound were performed to check for any remaining fragments. The procedure was completed robotically without any injury to the patient, and the patient did not have to return to the hospital for post-surgical complications.

Event description:
Refer to h11 for follow-up information.